Event description:
The initial reporter stated they received questionable results for three samples collected from the same patient and tested with elecsys anti-hbc ii on a cobas e 801 module. The specific date of the event is not known. A sample from the patient collected in (B)(6) 2024 resulted in an anti-hbc value of 0.017 coi (positive). A sample from the patient collected in (B)(6) 2024 resulted in an anti-hbc value of 0.015 coi (positive). This sample was repeated with the abbott method, which also resulted in a positive anti-hbc value. A sample from the patient collected in (B)(6) 2025 resulted in an anti-hbc value of 0.024 (positive). The patient's physician questions the anti-hbc values since these are not consistent with the patient's clinical history. The patient is serum antigen and serum antibody negative for hepatitis b.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). Medwatch field e1 fax number was provided as "(B)(6). The investigation is ongoing.

Manufacturer narrative:
A sample from the patient was requested for investigation, but the customer could not provide one. In general, single false positive results can occur and are covered by the specificity claim of the assay. A general reagent issue is excluded. The investigation could not identify a product problem.